Manufacturer narrative:
A geting field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found the cord fully extended. The fse resolved the issue by disassembling the unit, and putting the cord back into the track in order to recoil and retract. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the power cord of the cardiosave intra-aortic balloon pump (iabp) would not retract. There was no patient involvement.